Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that there was no vacuum during a cataract procedure. The handpiece was replaced, but the issue was not resolved. The procedure was completed after the cassette was replaced. The patient did not suffer harm.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot and the first reported for this issue. Review of the device history record indicates the order was built to specification. A used fluidics management system (fms) in a tray was returned and was visually inspected. The returned sample was tested using a calibrated. The sample was recognized by the console, was able to prime, tune successfully and the service data was retrieved. Maximum vacuum levels were reached during functional testing. No leaks or occlusions were observed and the irrigation and aspiration flow rates were within specification. The sample functioned within specification. The root cause of the customer's complaint could not be established as the returned sample met specifications. After an investigation of this complaint, it has been determined that no action will be taken at this time as the returned product met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).